Manufacturer narrative:
MDR 1219913-2020-00185 was filed on 24-jul-2020 for a discordant high atellica im ca 19-9 result was obtained on a patient sample. 31-jul-2020 - additional information: siemens has completed the incident investigation. Quality controls (qc) with the atellica im ca19-9 assay were within normal ranges. There is no indication of a cancer diagnosis with this patient. The customer was not able to provide the patient's medical status or a list of medications/supplements that the patient was taking. The patient sample is not available to siemens for further evaluation. The expected values section of the atellica im ca 19-9 instructions for use (IFU) indicates 3.7% of samples from normal patients recovered >37 iu/ml, therefore elevated results from normal patients can be expected for this assay. The instructions for use (IFU) under the intended use section states the following: "the atellica® im ca 19-9¿ (ca 19-9) assay is for in vitro diagnostic use in the quantitative, serial determination of ca 19-9 in human serum and to aid in the management of patients with gastrointestinal (gi) carcinoma using the atellica® im analyzer. The test is intended for use as an aid in monitoring patients previously treated for gi cancer. Serial testing for ca 19-9 in the serum of patients who are clinically free of disease should be used in conjunction with other clinical methods used for the early detection of cancer recurrence. The test is also intended for use as an aid in the management of gi cancer patients with metastatic disease by monitoring the progression or regression of disease in response to treatment." The cause of the elevated result seen by the customer when using atellica im ca 19-9 reagent lot 458 is unknown, however pre-analytical factors, a sample issue, or normal assay performance cannot be ruled out. Based on the investigation, a product problem was not identified. The customer is operational. The assay is performing within specification. No further evaluation of the device is required. Section h6 result and conclusion codes were updated to reflect the additional information.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report discordant, high atellica im ca 19-9 result on a patient. Siemens is investigating. The instruction for use (IFU) states the following in the limitations section: "warning do not use the atellica im ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of atellica im ca 19-9. Normal levels of atellica im ca 19-9 do not always preclude the presence of disease." "Note: do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation." "The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay-specific values to evaluate quality control results."

Event description:
A discordant high atellica im ca 19-9 result was obtained on a patient sample. The sample was repeated on an alternate ca 19-9 test method, resulting lower. The lower ca 19-9 agreed with the patient's clinical history. The lower ca 19-9 repeat result was reported as the corrected result to the physician(s). There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant, high atellica im ca 19-9 result.